Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 400 mg/dl. The customer changed the infusion set site, tubing and cartridge. A bolus was delivered to address the high bg level. The alarms were cleared and insulin delivery was resumed.